Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 08-dec-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via product surveillance registry (psr) regarding a patient in a clinical study who was receiving intrathecal therapy. Drug information was not provided. The indication for use was malignant pain. On 2016-sep-16, cutting the catheter ¿from below¿ was discussed. On 2016-dec-01, a neurosurgeon communicated that he believed the new catheter was the source of the patient's continued uncontrolled pain. Releasing the catheter was discussed. Additional information was received. On 2016-dec-01, the patient reported a 50% increase in pain following pump replacement. On 2017 -feb-02, the patient reported increased pain secondary to cancer reoccurrence. The outcome was updated to unresolved with no further action planned. No complications were reported or anticipated. Additional information was received from the healthcare provider (hcp) via a device manufacturer representative indicated that the patient had severe burning pain of the right lower extremity and a 50% increase of pain since the catheter/pump replacement surgery. It was reported that the intrathecal portion of the catheter was retained and tied off. It was noted that upon pulling the catheter out the hcp was unable to remove it from the intrathecal space. The patient was referred to a neurosurgeon as the pain may be secondary to the retained catheter or due to the placement of the newly implant catheter. The neurosurgeon was unable to performed the catheter removal on (B)(6) 2016. A second neurosurgeon was not comfortable performing the surgery due to risk of paralysis. The surgeon discussed surgically releasing the newly implanted but the patient elected to take time to consider her options. It was reported that the issue resolved without sequelae on 2017-may-04. No further complications have been reported as a result of this event.